Event description:
Flare up in his right knee [joint inflammation] . Case narrative: this case is linked to case (B)(4) same patient. Initial information received on 08-jul-2019 from united states regarding an unsolicited valid serious case received from a patient via sales representative (by phone). This case involves a 58 years old male patient who experienced a flare up in his right knee (latency: 1 year 2 months 26 days), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient received previous injections of synvisc-one in his right knee on 15-may-2017. On (B)(6) 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate in his right knee at dosage 6ml once (batch number: unknown) (information for batch number was requested) for osteoarthritis. On (B)(6) 2019, after 1 year 2 months 26 days of starting treatment with hylan g-f 20, sodium hyaluronate, patient reported to the clinic with a flare up in his right knee. As a corrective for the same, patient was treated with a medrol dosepak, compression, elevation and ice, however his symptoms did not resolve. This event was leading to intervention. Final diagnosis was flare up in his right knee. Action taken: not applicable corrective treatment: medrol dosepak, compression, elevation and ice outcome: not recovered/not resolved a product technical complaint was initiated on 08-aug-2019 for synvisc one (lot number unknown) with global ptc number 59468. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 21-aug-2019. Follow up was received on 12-aug-2019 and 14-aug-2019 (processed with csd:12-aug-2019). No new information was received. Additional information was received on 21-aug-2019 from gemg. Ptc results received and processed. Global ptc number added.

Event description:
Flare up in his right knee [joint inflammation]. Case narrative: this case is linked to case (B)(4) (same patient). Initial information received on 08-jul-2019 from united states regarding an unsolicited valid serious case received from a patient via sales representative (by phone). This case involves a (B)(6) year old male patient who experienced a flare up in his right knee (latency: 1 year 2 months 26 days), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient received previous injections of synvisc-one in his right knee on (B)(6) 2017. On (B)(6) 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate in his right knee at dosage 6ml once (batch number: unknown) (information for batch number was requested) for osteoarthritis. On (B)(6) 2019, after 1 year 2 months 26 days of starting treatment with hylan g-f 20, sodium hyaluronate, patient reported to the clinic with a flare up in his right knee. As a corrective for the same, patient was treated with a medrol dosepak, compression, elevation and ice, however his symptoms did not resolve. This event was leading to intervention. Final diagnosis was flare up in his right knee. Action taken: not applicable. Corrective treatment: medrol dosepak, compression, elevation and ice. Outcome: not recovered/not resolved. A product technical complaint was initiated and results were pending for the same.